Event description:
It was reported that the surgeon attempted to insert a competitor's lens with the msi-tm injector and the lens would not eject. Additional information was requested, but none forthcoming. If additional information is received a supplemental medwatch form will be submitted.

Manufacturer narrative:
Evaluation: a lot order search was performed on the cartridge and injector. There were similar complaints found for the cartridge and similar complaints found for the injector.